Event description:
A registered nurse reported that approximately after a month of implantation of an intraocular lens (iol), explanted intraocular lens with a patient reason of did not like vision since surgery and a clinical reason of anisometropia. The lens was replaced with monofocal lens. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating vision was not great/did not like near vision, experiencing swelling, pressure, uncomfortable and light sensitivity. It was also reported that patient insisted something was wrong with the lens. In the surgeon's opinion, there was no quality issue with the intraocular lens that caused or contributed to the event. No patient harm was reported and the patient was not hospitalized as a result of the event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens the optic was cut with a large portion of optic lens material missing (not returned), typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal company, 17.5 diopter, (1.5 extended depth of focus) lens model was exchanged for a monofocal non-company lens model (21.5 diopter). Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).